Event description:
Patient had partially displaced foley cahteter. Catheter bulb remained inflated in penile shaft. Bulb unable to be deflated via normal deflating procedures. Physician pulled out foley catheter. Patient in no acute distress appropriate follow-up care given - new foley catheter inserted.catheter given to maufacturer's representative g. Meehandevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: balloon. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.